Event description:
It was reported that the insulin pump's chamber broke. The customer stated that they were using electrical tape to hold the reservoir inside the chamber. The customer stated that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 600 mg/dl. The customer was advised that the device needs to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.